Event description:
Per international affiliate: revision surgery t10 pelvis was performed on (B)(6) 2014. The original surgery had solid fusion. Two rods were broken on both sides at l5/s1 and quite displaced on the right. The surgeon noted that the single inner set screws were loose in some polyaxial screw heads although the number of loose set screws is unknown. The construct included 20 set screws. Also, the heads of two lateral connectors were slightly splayed. One polyaxial screw was removed and the sales agent is unable to confirm if the polyaxial screw did or did not loosen. The devices in the construct were explanted. Mfg medwatch reports will be filed for 1 expedium si polyaxial screw, 20 expedium single inner set screws, 2 fixed lateral connectors, and 2 rods.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It had been reported that two rods were broken on both sides at l5/s1 and quite displaced on the right. The surgeon had noted that the single inner set screws were loose in some polyaxial screw heads although the number of loose set screws is unknown. The construct included 20 set screws. Also, the heads of two lateral connectors were slightly splayed. One polyaxial screw was removed and it is not known if the device had loosened. The devices in the construct were explanted. Mfg. Medwatch reports were filed for 1 expedium si polyaxial screw, 20 expedium single inner set screws, 2 fixed lateral connectors, and 2 rods. Visual inspection of the polyaxial screw shows no defects that could contribute to the screw loosening. None of the single inner set screws show any defects that could contribute to the set screw loosening. It should be noted that all of the set screws have slight material deformation where they were tightened against the rod, which is expected from a fully tightened construct. The fixed lateral connectors did not have any visual issues with them. A set screw was successfully placed in the connector. No product problem could be identified. Both rods were found to have fractured. The fractured surfaces exhibit smooth and grainy/rough regions which are indicative of fatigue failure. It appears that the fracture first propagated and then full breakage took place, presumably when the strength of the remaining region did not have the strength to bear the load. The surface also shows signs of fatigue striations. No material defects or other abnormalities were observed in this analysis. Reviews of all device history records found no discrepancies. Complaint trend analyses for the devices found no emerging trends. The root causes of the reported difficulties cannot be positively determined. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of the devices and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. Note: the lot number on this single inner set screw is illegible. As the lot number is unknown, review of the device history record for this single inner set screw could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.